Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all the functional testing. The case of the insulin pump had a crack in it. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer passed away. The cause of death was diabetic complications stemming from diabetic ketoacidosis. The customer was wearing the insulin pump at the time of death. The night prior to the event, the customer told a friend that his blood glucose reading was over 600 mg/dl. Nothing further was reported.